Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient in her 70s underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. After discharge, pericardial effusion (pe) was found on an outpatient basis, and drainage was performed. The physician commented that the causal relationship with procedure was unknown because of delayed onset. The patient was reported to have a body weight, obesity, grade 3. Since the causal relationship with the product is unknown, only the gvp (good vigilance practice) report is submitted. There were no errors observed during the procedure. Prior to noting the pe or CT, ablation was performed and there was no evidence of a steam pop.